Event description:
It was reported the asymptomatic patient presented with oversensing causing episodes of inappropriate auto mode switching. The oversensing was reproducible with movement. The health professional elected to continue to monitor the patient.